Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that both plunger cases were cracked, the battery door was cracked, the top case on the front corners were cracked, and the bottom case trim seal was worn out. Battery communication timeout was found in pump event history log. During functional testing using the power up process and installed new battery for testing, the reported issue was duplicated. The interconnect board was not reading battery. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and installed a new main battery. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a battery communication error and the battery was not charging. No patient injury was reported.